Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. A medtronic representative reported that the cranial application software was upgraded on the navigation system.

Event description:
A medtronic representative reported that while outside of procedure, after entering nexframe procedure and selecting equipment, the navigation system software unexpectedly exited. There was no patient present at the time of the issue.